Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had trouble with the priming process when changing out sets, where insulin pump did not respond as quickly as it used to. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the buttons are hard to press. The insulin pump will not be returned for analysis.